Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had high blood glucose levels. When customer performed cartridge changes, if there was any insulin left in the old cartridge, she would remove and fill in the new cartridge.